Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included multigravida, parity 6, ovarian cyst, adenomyosis, endometriosis, abortion and pelvic congestion syndrome. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal ,dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury ,bladder/urinary problems plaintiff still had left or right coil inside that was causing her issues (total hysterectomy (uterus and cervix removed). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received. New events vaginal bleeding, depression and anxiety (both clubbed with previously reported event psych injury) and she did not undergo any essure confirmation test were added. Outcome of the events vaginal bleeding, depression and anxiety were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included multigravida, parity 6, ovarian cyst, adenomyosis, endometriosis, abortion and pelvic congestion syndrome. Previously administered products included for an unreported indication: depoprovera from (B)(6) 2007 to (B)(6) 2007. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2012 to (B)(6) 2012 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy(one side removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal ,dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury ,bladder/urinary problems plaintiff still had left or right coil inside that was causing her issues (total hysterectomy (uterus and cervix removed). Lot number: 641415, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included multigravida, parity 6, ovarian cyst, adenomyosis, endometriosis, abortion and pelvic congestion syndrome. Previously administered products included for an unreported indication: depoprovera from (B)(6) 2007 to (B)(6) 2007. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2012 to (B)(6) 2012 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy(one side removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal ,dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury ,bladder/urinary problems plaintiff still had left or right coil inside that was causing her issues (total hysterectomy (uterus and cervix removed) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: pfs received. Lot number was added. Reporter's information, removal date were updated. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included multigravida, parity 6, ovarian cyst, adenomyosis, endometriosis, abortion and pelvic congestion syndrome. Previously administered products included for an unreported indication: depoprovera from (B)(6) 2007 to (B)(6) 2007. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2012 to (B)(6) 2012 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding") and urinary tract infection ("uti"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy(one side removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved, the depression, vaginal haemorrhage and anxiety had not resolved and the genital haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury ,bladder/urinary problems plaintiff still had left or right coil inside that was causing her issues (total hysterectomy (uterus and cervix removed) lot number: 641415 manufacture date: 2009-05 expiration date: 2012-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events abnormal bleeding, uti were added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal ,dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury ,bladder/urinary problems quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Previously reported event "injury to herself" updated to "pelvic pain", events "abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder disorder , urinary tract disorder", added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.